Event description:
The facility representative reported a flo-gard infusion pump with a broken door handle. This condition was found upon power up of the device in the pediatric care area. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a broken door handle was confirmed and duplicated by baxter service personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door handle was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be wear and tear to the door latch. The door latch was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.